Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the reported ascending aortic dissection was unable to be determined; however, per report it appears that it was related to patient factors (thin vessels possibly due to marfan syndrome).  There was no allegation or indication that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the transfemoral tavr procedure for a 26mm sapien 3 valve, a type a aortic dissection occurred. Immediately after valve implantation, an angiography performed revealed an aortic dissection and the pig catheter was seen inside of the false lumen. The timing when the dissection occurred could not be identified.